Event description:
On (B)(6) 2012, clinic notes from the patient's physician dated (B)(6) 2011 and (B)(6) 2012, were received. (B)(6) 2011, notes reported that this vns patient recently had increased frequency of seizures. Clinic notes dated (B)(6) 2012, also reported an increase in seizures. The patient had been having drop seizures and had three seizures in the last two weeks: swiping the magnet to initiate magnet mode stimulation did not help. The notes also stated that the vns battery was low, and an appointment to replace the generator would be considered. These notes also showed that the patient had a case of (B)(6) on (B)(6) 2011, and was currently using a CPAP for sleep apnea. On (B)(6) 2012, a nurse from the patient's group home reported that the patient had been seizure free for some time. But in the last few months had experienced an increase of seizures for one to two per week with effect with the magnet stimulation since around (B)(6). The nurse was uncertain if the seizure level was above or below the pre-vns baseline. The group home was using emergency medications to stop the breakthrough seizures. Follow up with the physician¿s office was performed on (B)(6) 2012. The physician's medical assistant reported the sleep apnea and (B)(6) were not related to vns. The relationship between the current seizure level and the pre-vns baseline was unknown. The patient was scheduled for a follow up appointment on (B)(6) 2012; however, no additional interventions were known. When asked if low battery flags were seen, she said she was uncertain. A battery life calculation was performed on (B)(6) 2012. With 6.28 years to eri = yes. Surgery is likely but has not taken place to date.

Event description:
On (B)(6) 2012, this vns patient underwent generator revision reportedly due to the device being at end of service. An implant card received on (B)(6) 2012 indicated that the device was replaced prophylactically. The patient's generator was received on (B)(6) 2012 and is currently undergoing product analysis.

Manufacturer narrative:
Review of programming/device diagnostic history performed.

Manufacturer narrative:
(B)(4)

Event description:
Product analysis was approved on (B)(6) 2012. During the analysis, there was no indication from the device that an end of service condition existed. Evaluation of the explanted pulse generator's reed switch was performed on the test bench, which confirmed normal, expected reed switch function and magnet current with magnet activation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Based on the observed tool marks on the generator case, it is very likely that the identified, "detachment of the header", occurred during or after the explant procedure. Other than the header anomaly, there was no performance or any other type of adverse condition found with the pulse generator. Additional follow up with the physician's office showed that, since re-implant, the patient had not been seen; therefore, the office was unable to report if the event had resolved since revision.